Event description:
It was reported that the tip of the unit broke off.

Event description:
It was reported that the tip of the unit broke off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed that the j-tip of the unit is still attached. The outer sheath insulation is melted at the distal end. The possible root causes are: the electrocautery probe is not in contact with tissue, the electrocautery probe is activated while irrigating or aspirating fluid, the electrocautery probe is activated while there is irrigation fluid in the cannula, the sheath is extended or electrocautery probe is improperly assembled to the suction/irrigator, distal end of probe bent, causing contact between metal distal tip and outer sheath and/or, used past the 20 cycles recommended in the instructions for use. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.